Manufacturer narrative:
Device analysis report (dar) is attached. This report is submitted on july 12, 2021.

Manufacturer narrative:
This report is submitted on may 11 2021.

Event description:
Per the clinic, the patient experienced pain with device use. The device was explanted (B)(6) 2021 and was reimplanted with another cochlear device during the same surgery.